Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was diagnosed with peritonitis and will be undergoing temporary incenter hemodialysis (hd). Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2026 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was treated as an outpatient with intraperitoneal (ip) vancomycin 1000 mg every 3-5 days (based on vancomycin trough level), and ceftazidime 2000 mg daily for 14 days. On (B)(6) 2026, the patient was still experiencing abdominal pain, and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a tunneled hd catheter (not a fresenius product). The patient transitioned to hd without reported issue, and the patient¿s abdominal pain has resolved. The pdrn attributed causality to an unkempt household and treatment area despite reeducation. The patient was discharged home on (B)(6) 2026, is recovering, and they began outpatient hd on (B)(6) 2026. The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis on (B)(6) 2026, and the patient¿s antibiotics were continued. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).